Event description:
The customer reported that the systems camera was unable to perform fluoroscopy. There is no report of pt injury or death.

Manufacturer narrative:
No conclusion can be drawn as repair information is not available.